Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient is experiencing discomfort at her ipg site due to weight loss. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.